Event description:
The sense/pace portion of the lead was capped due to dislodgement. The defib portion remains active. Patient was in good condition after event.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.